Event description:
Reporting status: death. Reporting rationale: acute closure requiring surgical intervention; subsequent death. Device issue: none. It was reported that another company's stent was implanted in the left anterior descending (lad). The stent jailed the diagonal and the diagonal was opened with a mini vision stent. There was no issue with the devices during the procedure. However, a few hours later, the pt had an acute closure and was sent for bypass surgery. The pt died during the surgery. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. It was reported that another company's stent and a mini vision stent were implanted with no issues during the procedure. However, the pt returned with an acute closure and was sent for bypass surgery. The pt expired during surgery. Both occlusion and death, as listed in the instructions for use (IFU) are known adverse events associated with the coronary stenting procedure. Although, the pt outcome and relationship to the product could not be confirmed, there does not appear to be any indications of a stent delivery system quality problem.